Manufacturer narrative:
The investigation of the reported failure mode has been completed. No product was received for evaluation. Data review: data logs showed pump ran without issue during support. There were positioning and suction alarms triggered during the case but resolved quickly. Pump suction: the cause of suction issue was most likely patient condition related since the suction was resolved after albumin given. Fever/ventricular fibrillation/ischemia: the root cause of the injury was unable to be determined due to insufficient clinical details. Gi bleed/epistaxis: the cause of the injury was not determined due to insufficient clinical details. Device history review: the device passed all post sterile inspection checks.

Event description:
The user facility reported that the decision was made for a escalation of intra-aortic balloon pump (iabp) to impella 5.5 in the continued setting of cardiogenic shock. The 5.5 was inserted in the right axillary/subclavian artery without incident. It was reported that after iabp removal the patient no longer had pedal pulses on that leg. In addition to having suction alarms however resolved after 500ml of albumin. It was noted that vascular surgeon at bedside to perform fasciotomy of right lower extremity due to no distal flow post iabp. The patient also went into ventricular tachycardia and was shocked x1. The patient was also febrile. It was also noted that gastrointestinal bleed persisted but h&h stabilized, not requiring transfusion. However, heparin was turned off due to bloody stools and bloody mucosal drainage. 1unit packed red blood cells were transfused. The patient remains on support awaiting left ventricle assisted device workup.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.